Manufacturer narrative:
Device not returned to manufacturer.

Event description:
Pt experienced a wound separation couple of days after a coronary bypass surgery. The pt was re-closed in the operating room with general anesthesia and suture.